Manufacturer narrative:
Summary of event: as reported, during a procedure involving a renal angiogram with stent placement, a cxi support catheter twisted as the user torqued the device within a tight lesion in the right renal artery. Access was obtained in the right femoral artery. As the user attempted to cross the lesion by torquing the catheter, it ¿twisted up on itself¿. Another catheter was used to cross the lesion and continue the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Upon return and evaluation of the device, the catheter was twisted, with the inner wires exposed. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The shaft material was twisted, and the inner wires were exposed at approximately 74.2-centimeters from the strain relief. The damage extended the remaining length of the catheter from that point. A document-based investigation evaluation was performed. A review of the device history record found relevant non-conformances from two sub-assembly lots; however, all affected product was scrapped prior to release from cook. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿the catheter should not be advanced into a vessel having a reference vessel diameter smaller than the catheter outer diameter.¿ the IFU also states ¿the catheter should not be advanced through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce or remove the obstruction.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Although relevant non-conformances were noted on sub-assembly lots, all non-conforming product was scrapped prior to release from cook, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s anatomy contributed to this event, as the catheter reportedly twisted as the user torqued the device within a tight lesion in the right renal artery. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving a renal angiogram with stent placement, a cxi support catheter twisted as the user torqued the device within a tight lesion in the right renal artery. Access was obtained in the right femoral artery. As the user attempted to cross the lesion by torquing the catheter, it "twisted up on itself". Another catheter was used to cross the lesion and continue the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to this event. Upon return and evaluation of the device, the catheter was twisted, with the inner wires exposed.

Manufacturer narrative:
E3: occupation: head tech. H3: device evaluated by mfg: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.